Event description:
Revision surgery after 1 month from the primary due to infection. The surgeon performed a washout and revised the liner to a same size liner, and revised the head to a same size head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2026 liner: mpact dm 01.26.2852mhc double mobility hc liner d 28/dmf (k092265) lot. 2508207: (B)(4) items manufactured and released on 17 june 2025. Expiration date: 26 may 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot. 2532277: (B)(4) items manufactured and released on 21 january 2026. Expiration date: 08 december 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.